Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had been reported as not detected by the bus and required maintenance. The field service engineer (fse) had worked with the customer over the phone and remotely to shut down the station and check the matrix drawer connections at the back. The medications were checked, and the pyxibus cable was reseated. The customer tested the device after these actions. The system functioned as intended after the field service engineer remotely assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus, required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.